Event description:
Mistakenly used clear care brand one bottle contact solution by ciba in my eye as I thought it was a typical multi-purpose no rub cleaner like many other products on the market. I used the bottle from my daughter's bathroom after I ran out. I read the front label that stated it cleans and disinfects and is "no rub". That is the same as most multi-purpose cleaners state. It caused a chemical burn to my eye. I had to go to urgent care and have an md look at the cornea. Dx was a chemical burn, but no lasting damage to cornea. The bottle does not adequately warn of it not to be used in the eye. It has a small red block at the top of the label that starts out saying "use only with case" and then you have to continue turning label to see it say in tiny writing to not use in the eye. There are tons of blogs on the internet of poor people that have also burned their eyes in this manner. Even the generic target brand has better warnings - package seal and picture of unique type of cleaner case on front that would prompt average contact lens user to then know it's a "cleaner only". Bottle looks like and is marketed like a "multi-purpose" cleaner, but should be clear it is a hazard to your eye. Label should have a big red x across a picture of an eye on the front of the label or change packaging to state it is only part of a cleaning system. Note - urgent care nurse stated she has seen a few cases of other pts doing the same thing with this product. Also, I had difficulty working with a red swollen eye for several days. Should I have read the label front to back carefully? Yes, however, as a contact lens wearer for over 30 years and many years of using "no rub" solutions, it never occurred to me that a company would actually be marketing a cleaner in the same manner as a multi-purpose solution. Yes, the bottle has a red tip, but then again, that is not some kind of danger/poison type symbol wide used on packaging either. Diagnosis: contact multi-purpose cleaner. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.